Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of angina, and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device

Event description:
It was reported that on (B)(6) 2018, the patient presented with chest pain. Thrombotic occlusion was confirmed in the heavily calcified proximal right coronary artery (rca). A 3.25 x 38mm xience sierra stent was deployed at 12 atmospheres (atm). Post-dilatation was performed with a 3.5 x 15mm balloon at 14 atm. Flow was improved to timi 3, and chest pain was improved. No stent malapposition was confirmed by intravascular ultrasound (ivus). In the morning of (B)(6) 2018, paroxysms of chest pain occurred, and creatine kinase (ck) value was increased. In-stent thrombosis was confirmed by angiography. Thrombus aspiration was performed followed by angioplasty with a 3.5 x 12mm balloon; however, thrombus remained. A 3.5x20mm perfusion balloon was inflated for 10 minutes and the thrombus vanished. No additional information was provided.